Event description:
It was reported that no matter how much the lead was inserted into the extension connector part, it could not be inserted up to the connection marker part. When it was connected as is and the impedance was measured, there was a high abnormal impedance value which was suspected to be the cause of connection failure for all the electrodes. Unknown if any factors led to the issue, but there is a possibility that the lead was broken and deformed due to a force that was applied during the lead placement procedure one week ago, and during a week-long hospitalization stimulation test when the patient pulled the lead + extension the possibility of breakage and deformation due to the force applied to the lead is not zero. When impedance was measured using the lead test cable before connecting the lead to the extension, all electrodes showed normal impedance values. When the connection part between the extension and lead was slightly shifted and reconnected, only the 11th electrode had an abnormal value of high impedance, and the impedance of the other electrodes was normal in value, so the operation was completed in that condition. The issue was not resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID b3300542, implanted: (B)(6) 2022, product type: lead; product ID b3400060, implanted: (B)(6) 2022, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# unknown serial# implanted: (B)(6) 2022 explanted: product type lead product ID b3400060 lot# serial# unknown implanted: (B)(6) 2022 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the event was a two-stage surgery with 7 days in between the two stages. The surgery was performed on both sides and the defect did not occur with both extensions. A new stimulator was implanted during the surgery. The lead connector was wiped and cleaned prior to connecting to the extension. The lead was tested using the lead test cable prior to the connection with the extension. The physician stated that the set screw fixing ring did not fit the set screw connector block. The lead was removed from the extension after the defect occurred and reinsertion was not effective. It was stated the impedance check results being abnormal was confirmation that the connection was not successful. The extension was not replaced after the defect. The physician had routinely performed sensight surgeries since the defect occurred. There were no problems related to the sensight leads after this surgery.